Manufacturer narrative:
Device eval by manufacturer: the returned device consisted of a soft coil. The delivery system and coil coupler were not returned. The returned device was examined microscopically to reveal a stretched and broken coil.

Event description:
It was reported that the coil broke. A 4mm x 30cm embold soft coil was selected for use in the embolization of a pseudoaneurysm. During the procedure, the coil detached and disintegrated as it was being recaptured. A lot of fibered threads came apart. The coil was snared, and the base catheter was removed. The procedure was completed with an alternate device. There were no patient complications as a result of this event.